Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. A philips clinical expert analyzed the patient event file and found that the mrx was powered on and immediately placed into pacer mode. A ¿pads on¿ message was observed, indicating that the device sensed that multifunction pads were connected to the patient and the device. From four seconds elapsed time to twenty-one seconds elapsed time, the lead select button was pressed twenty times, cycling through the possible ECG lead input options (ii, iii, avr, avl, avf, v, and I) three times. No ECG was visible in the ECG waveform channel, indicating that the ECG lead wires from the mrx were not connected to the patient. If the ECG electrodes and lead wires are not connected to the mrx and the patient, then ECG tracing will not be visible on the device display in pacer mode. The mark event button was pressed at thirty-one and at thirty-two seconds and the sync button was pressed at thirty-five seconds elapsed time. The mrx was powered off at fifty-five seconds and powered back on in monitor mode at fifty-eight seconds. Since the device was off for less than ten seconds, it continued as the same use, as per design. At one minute and seven seconds, the mrx was placed into pacer mode. A ¿pads off¿ message was observed at one minute and twenty-one seconds elapsed time, followed by a ¿pads on¿ message at one minute and fifty-five seconds. A ¿pads off¿ message was observed at three minutes and ten seconds. The device was placed into monitor mode at three minutes and thirty-two seconds. It remained in monitor mode with no other messages or activity observed until being powered off at fifty-one minutes and forty-nine seconds elapsed time. No ECG tracing was visible at any time during this device use. Both times that the mrx was placed into pacer mode, a message in the event log indicated that ¿one or more pacing parameters missing¿. As the device recorded ¿pads on¿ and ¿pads off¿ messages in the event log, this indicates that the ECG lead wires from the mrx were not connected to the patient. The philips product support engineer reviewed and found no concerns with the operational check or status log strips. The device logs were requested but were not provided. The device has not been returned to philips for further review. Based on the available information, the device performed as intended. The analysis found no sign of device malfunction. The cause of the reported problem was user error as the user did not understand designed device behavior. The reported problem was confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating the monitor was not sensing the leads during a pacing resuscitation. The defibrillator had been working earlier in the shift and passed its operational check that morning. The heartstart mrx was turned on, pads were applied, and the monitor was restarted; however, the monitor was not sensing leads. The defibrillator did not sense the patient's rhythm and neither mechanical nor electrical capture could be established. Another defibrillator was obtained from a different room and attached to the same pads; it sensed rhythm without problem. The patient died.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient was in r3, resuscitated code. Patient had been paced with defibrillator with ems, but same stopped shortly after arrival. Patient had been admitted to ccu, but began to decompensate before transport - became hypotensive and began to become increasingly bradycardic again. Cardiologist at bedside requesting pacing be initiated again - defibrillator in r3 turned on (patient was still attached to pads) but monitor not sensing leads. New pads applied, still not sensing leads - monitor restarted, still not sensing leads. Another defibrillator was obtained from a different room and attached to same pads - sensed rhythm without problem. However, by this time the patient had coded again - acls care provided. Patient unable to be resuscitated. Patient's family was at bedside throughout events. Staff report defibrillator had been working prior in shift and did pass operational check in a.m. Checks. The patient died.